Event description:
The customer stated that she was hospitalized due to hypoglycemia. The customer also stated that insulin was squirting out during the manual prime and she had received motor error alarms when attempting to rewind. The customer stated that she does not know the exact cause of the hypoglycemia, but the following factors contributed: high cardiac enzymes, low blood platelets count, and high renal labs. Troubleshooting could not be performed on the insulin pump due to the prime anomaly. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.